Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete side cut in the left eye of a patient, during surgery.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. Logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc check for right eye was conducted about four minutes before laser fired instead of immediately before firing. Clinical application specialist review shows that the cut settings used are inconspicuous and the information provided does not present any indication why the cut was incomplete. A root cause for the customer¿s reported event could not be determined conclusively. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).